Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported issues with 10 infusion sets, all experiencing the same type of cannula problem. Specifically, the patient reported that the infusion set cannula was kinked. These events occurred between (B)(6) 2025, and (B)(6) 2025. The patient did not notice any symptoms initially. The insertion site was in the abdomen, and the patient confirmed they regularly rotate site locations. The site area was not impacted in any way. The patient verified that the introducer needle was ahead of the cannula prior to insertion. The issue caused the patient's blood glucose (bg) to exceed 500 mg/dl, specifically reaching 600-650 mg/dl. To address the high bg, the patient administered a correction injection via mdi (multiple daily injection). Due to the elevated bg level, the patient required third-party assistance from a hospital, where they received insulin and saline treatment. The event did not cause any injury, though the patient did have ketones. The patient discussed their ketone level with their healthcare provider (hcp), who did not identify the ketone level as dangerous or life-threatening. No further information available.

Manufacturer narrative:
Initial and final MDR 2355148 - MDR 3003442380-2025-13818 - device 1 of 2 additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2377979. The batch 6010432, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 11-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010432". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010432 was manufactured according to the work instruction (wi) version 120 and manufactured in the inset 10, on 22/nov/2024, with a total of 19, 600 units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo was provided. In order to test the product, the returned sample from the lot have been requested. No returned samples. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No non-conformance (nc) raised during production related to complaint code, one complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. This is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities. This is a complaint which is being addressed as part of a CAPA 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code. CAPA determination results: this complaint falls under the scope of the CAPA 1768101: "autosoft 90, kinked soft cannula issues" and will cover inset I (autosoft xc dhf-13.8 & 13.13) and inset ii (autosoft 90 dhf-14 and 14.3) products. Root cause of problem: the root cause has been identified as: method, manpower, measurement, machine: corrective action as a result of the investigation: the action plan and deadlines is as followed: the following actions were already implemented in the nc 1515780 1. Include the defect in document 4805074 (work instruction inset line) 2. Improve guards of the conveyors. 3. Update trays for the stock of cannulas. 4. Update document 3a02003 (quality specification for catheter fixture for skewed catheters) for include the handling of the catheter during the process. 5. Update the document 4805074 (work instruction inset line) to include the preventive actions implemented in the process (trays). A remaining action (to address design root cause) and deadlines is as followed: add cylinders to the lid to maintain in position the needle and cannula during transportation and prior use (database1771074- 30/sep/2025).